Manufacturer narrative:
Initial reported city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified first and second right posterolateral artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 4atm due to pinhole. There were no patient complications reported.